Event description:
It was reported that the pad has come loose over the up and down arrows, but the customer's father put tape over the pad to keep the device functioning. According to father, this is affecting the boluses and they are no longer able to be sure how much insulin his son is getting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.